Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user on ilet for eight days experienced a low glucose event following a dinner announcement that required correction insulin, and the cgm sensor was disconnected for approximately 45 minutes; the user expressed concern that the pump had not yet adapted. Symptoms included hypoglycemia. Outcomes included no hospitalization and successful resolution through education and troubleshooting. Investigation included review of system reports and device use history with user counseling on continued use and adaptation. Investigation of this case revealed that the correction insulin given in the context of a dinner announcement, combined with a temporary sensor disconnection, likely contributed to the hypoglycemia, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with therapy adaptation and user interaction with meal announcements and corrections. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.